Manufacturer narrative:
Date of event is estimated. Weight is estimated.

Event description:
It was reported that the patient had ineffective stimulation. Diagnostics confirmed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was replaced to address the issue. Once removed the leads were observed to have visible fractures.